Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure while using the velys satellite station device the posterior cuts were off larger than they expected. The user received errors that the robot was out of plane while showing the check mark in the blue circle. Additionally, it was stated that the system moved "clunky" and some squeaking sounds were experienced. There was a minor delay of four of five minutes to the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the log files for this event were reviewed. The review determined that the femur checkpoint was not verified correctly before the first cut and it appears that the checkpoint was created on the pin or at the base of the pin itself. Please ensure the checkpoint is placed on the bone as they are used as reference points on the location of the bone in reference to the bone array. If the checkpoints are placed on the arrays, they loose their purpose and, therefore, cannot be used to identify if array movement has occurred. Because of this, array movement cannot be confirmed prior to the cuts. The femur array appeared to have been bumped/moved during the anterior and posterior cut step. The reported condition could not be confirmed. The system was tested and passed all testing. No defect was found during the evaluation and the system was performing as intended. The assignable root cause was due to array movement and user.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: the previous report was submitted by depuy synthes joint reconstruction not mitek. B5: it was reported that during a total knee arthroplasty (tka) surgical procedure while using the velys satellite station device the posterior cuts were off larger than they expected while in use with the velys base station device. The user received errors that the robot was out of plane while showing the check mark in the blue circle. Additionally, it was stated that the system moved "clunky" and some squeaking sounds were experienced. There was a minor delay of four of five minutes to the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.